Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a user error of incorrect programming contributed to an under delivery of medication. The pump alarmed that it was empty prior to the patient's scheduled end time. Per the reporter it was discovered that the starting volume was not reset on the pump before the infusion began which resulted in 20 ml remaining in the reservoir when the pump was removed from the patient. Pump settings reported as 2.1 ml/hr, residual volume 0 ml, given 171.0 ml while the patient stated the pharmacy label read the rate as 2.0 ml/hr, total volume 94.08 ml. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.